Event description:
Reported to the (B)(6) national competent authority (nca) on 09/10/2014 per user facility report #(B)(4) (ivo report): when using a needle guide for ultrasound transducer the biopsy needle/drainage catheter diverge so that they end outside the marked area and tissue sample is capture in the wrong place. The same thing happened on 3 pts. The date for the events was (B)(6) and 2 pts (B)(6). In addition it has also occurred at several occasions which however, are not documented. This problem can contribute that a faulty diagnosis. The ultrasound needle guide is in it's design not stable enough for the biopsy needle that was used to be kept within the area that is marked on the ultrasound system display.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.